Manufacturer narrative:
Upon review of the file it was noted that in the initial MDR procode was populated with an incorrect product code. The appropriate code for the reported device is poe. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information received states doctor finally had to remove the abbott lens and insert a johnson and johnson lens. The patient does not experience any starburst after explanting abbott lens. As a result the following fields have been updated: section d7: if explanted, give date: (B)(6) 2019. Section h6: patient code 3191 ¿ explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable, remains implanted in the eye. (B)(6). (B)(4). Device evaluation: product testing could not be performed because the product was not returned. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision,inc. Has been submitted.

Event description:
It was reported that the patient was experiencing starburst and halos with the iol. The patient reported that the intermediate vision is okay (i.e. Can watch television) but is having trouble reading up-close. The patient is also having issues with night driving. The starbursts extend to some 7 to eight feet in distance from the source of light from oncoming cars and some street lights. The red stop sign looks like a red planted with terrible blurry halos. The symptoms also significantly interfere with patient¿s day to day professional activities. Yag was performed by a second surgeon who decided to do a small yag opening incase there is a need to change the iol but the yag did not improve the starbursts and halos. Surgeon says that the lens needs to be removed but after the yag it has become more risky. Hence the surgeon has recommended the patient to visit another surgeon. No other information provided.